Manufacturer narrative:
Zimvie received one (1) unisg, (gold-tite square uniscrew) for evaluation. Five (5) unisg, (gold-tite square uniscrew) were not returned for evaluation. Visual evaluation was performed, the screw was fractured at threads of the screw. This complaint refers to (B)(4) (the 5th unisg) for a fractured screw event. Product inspected and filed. Fracture identified at threads of the screw DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the unisg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: ¿dental : functional : fracture : screw¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00057-haz, the most likely root cause determined from the investigation was the material selection of the product is not adequate to withstand occlusal forces. Therefore, based on the available information, a device malfunction did occur. The screw was fractured at the threads. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the patient had a fixed metal-ceramic prosthesis on 6 implants placed in 2003. Patient with dementia confined in a nursing home. Four screws were loosened and 2 were fractured at tooth sites 35 and 45. The patient wears a complete antagonist prosthesis. It was impossible to remove the fractured fragments. It is decided to relocate the prosthesis with the other 4 screws.